Event description:
It was reported that pump declared altitude alarm and customer had experienced same issue previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if needed, while technical support arranged shipment of replacement pump.